Event description:
It was alleged that an overinfusion of furosemide occurred on a pt. It was noted that after 1 hour the pump alarmed for empty container. There was no reported pt consequence or injury.